Event description:
Note: there was no procedure involved. It was reported to boston scientific corporation that damage was noticed on a zero tip nitinol stone retrieval basket during unpacking. According to the complainant, a hole was observed on the package of the retrieval device. No damage to the outer box was noticed.

Event description:
Note: there was no procedure involved. It was reported to boston scientific corporation that damage was noticed on a zero tip nitinol stone retrieval basket during unpacking. According to the complainant, a hole was observed on the package of the retrieval device. No damage to the outer box was noticed.

Manufacturer narrative:
The investigation found the device pouch seal broken. The torn pouch appeared to have been caused by pressure applied to the seal. The torn edge of the pouch was frayed, and it appeared an attempt was being made to open the pouch. Therefore, the most probable root cause of this complaint is handling damage.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.